Manufacturer narrative:
Product analysis: it was determined at analysis that the cable had an open circuit. The molded connector for the cable was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) could not be used normally after being turned on. The epg was returned for service. There was no patient involvement. The cable was returned with no information and subsequently tested out of specification during manufacturer's analysis.